Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for ventricular tachycardia (vt) due to wavelet. It was noted the supra ventricular tachycardia (svt) episodes preceding the vt episodes were due to the wavelet noting morphology matches. At this time, the device remains in use with no known programming changes. No patient complications have been reported as a result of this event.